Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient noticed that his cgm was reading 52 mg/dl. However, he did not hear any alert notifying him of his hypoglycemic state, even though his low alert was set to 80 mg/dl. No bg meter comparison value was reported. The patient was experiencing a mild headache. The patient self-treated with a ¿glucose pen¿ injection and had his ¿helper¿ call emergency medical services. After treatment with the glucose pen, the patient¿s cgm value increased to 120 mg/dl. Once ems arrived, they did a bg meter reading as well, but the specific value could not be recalled. The patient was transported to the ER for observation. No medication or treatment was provided to the patient in the emergency room, but his bg levels were monitored. The patient was discharged home later the same day. The patient was ¿okay with a light headache¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.